Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. The device was not returned to olympus for evaluation so the customer's allegation could not be confirmed. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the foot pedal got stuck when pressed down while using the flushing pump. The issue occurred during procedure, and the intended procedure (colonoscopy) was completed with the same device after a 15-20-minute delay. There were no reports of patient harm.

Event description:
It was reported that the foot pedal got stuck when pressed down while using the flushing pump. The issue occurred during procedure, and the intended procedure (colonoscopy) was completed with the same device after a 15-20-minute delay. There were no reports of patient harm.

Manufacturer narrative:
Upon trouble shooting, it was determined that the customer was using a non-olympus foot pedal.the customer was educated to only use foot switch item # 7501357 with the flushing pump to avoid issues. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.